Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
This is being filed to report the clip jumping. It was reported that during preparation of the clip delivery system (cds), after unlocking the clip, an attempt was made to open the clip however it would only open to 60 degrees. While turning the arm positioner, tension was felt and the clip jumped open and inverted. The same behavior occurred when trying to close the clip. This occurred several times. The lock lever was retracted a little bit further than the blue line and the same issue occurred therefore the device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficulties of closing and opening clip that likely resulted in kinked gripper line issue was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All the available information was investigated, and the reported difficulties of closing and opening clip that likely resulted in observed kinked gripper line issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.